Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic (covidien) received information regarding an incident involving one of its manufactured products. Treatment of an unruptured fusiform aneurysm measuring 12mm x 8mm located in the petrous segment of the left ica (internal carotid artery). During the procedure involving three pipelines, it was reported the first pipeline was deployed, but did not fully cover the aneurysm neck and a second pipeline was implanted using the telescoping method to overlap the first implanted pipeline but the two pipelines separated. A third pipeline was implanted to bridge the two pipelines together for full coverage of the aneurysm neck. Balloon angioplasty was performed on the second pipeline implanted to achieve full wall apposition around a bend. Post procedural angiogram showed an eclipse. The patient was on dual antiplatelet therapy and had very tortuous anatomy including a proximal section in the arch-type 3. No patient injury was reported as a result of the procedure.